Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report indicates patient was revised due to loose femoral and acetabular components, pain, osteolysis, a lot of very black looking tissue, consistent with fairly significant metallosis; very thickened capsule; fair amount of corrosion of the trunnion; large amount of fibrinous material around the proximal stem and initially appeared to be fairly loose; fibrinous material on the back of the acetabulum with no obvious significant bony ingrowth; large cyst in middle of the canal with large amount of metallosis.

Event description:
Update rec¿d 02/20/2014 - legal claim was received, which identified doi information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/17/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.